Event description:
Failure code 570. It was not specified if this failure occurred while infusing on a patient. The facility representative stated that no patient injury was associated with this report and no incident reports have been filed since the last baxter service event.